Event description:
During a ptca treatment procedure involving a calcified and 99% stenotic lesion in the obtuse marginal coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 10 atm's on the initial inflation. A 0.014" choice guidewire and a mach1 jl4 guide catheter (size unknown) were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. No patient injuries were reported. The procedure was successfully completed. Patient status is reported as 'good'. No additional information is available at this time.

Event description:
It was further reported that the maverick2 monorail balloon was used to post-dilate a newly implanted a competitor's stent, but lost pressure at 10 atm's on the initial initial inflation. The patient was asymptomatic during this event. The maverick2 monorail balloon was removed and replaced with antoher MFR's catheter to successfully complete the procedure. A 7fr terumo introducer sheath, a 0014" choice guidewire, a 7fr guider al1 guide catheter and a guidant inflation device were also used in this case.